Event description:
It was reported that during a "hals" donor nephrectomy, the device felt strange as it was being fired. The staple didn't form in a regular "b"-shape fashion. The staples looked malformed. The surgeon said there was little to no hemostasis, but it did cut fine. He used his hand to control the bleeding through the lap disc and then placed another 5mm port to gain access to the non-hemostatic renal vein and used a weck 5mm locking clip to control the bleeding. There was no add'l consequence.